Manufacturer narrative:
Engineering evaluation: the reported events of swelling, induration, embolism are addressed in the label. The events of corneal ulcer, anterior segment ischemia, foreign body in eye and eye pain were likely related to the ischemia; however, these events are more specific than the language in the label. No corrective/preventive actions needed. Manufacturer narrative: a trend analysis shows that there are no increased trends of medical complaint for the reported lot number 14670. Pharmacovigilance comment: a causal relationship between the events and the treatment with restylane lyft with lidocaine and restylane-l seems possible. The reported events swelling, induration, embolism are addressed in the product labels. The events of corneal ulcer, anterior segment ischemia, foreign body in eye and eye pain were likely related to the ischemia; however, these events are more specific than the language in the labels. The case has been assessed to fulfill the seriousness criteria for reporting to competent authority. Distribution comment: the case report fulfils the l criteria for regulatory reporting.

Event description:
Additional information received on 11-apr-2017, from a physician which refers to a (B)(6) year old female patient. Medical history included a fitzpatrick skin type I-ii and no known allergies. Concomitant treatments included botox 25 units to the glabellar area on (B)(6) 2016. On (B)(6) 2016, the patient received treatment with restylane-l 1ml (lot l14670) to nasolabial fold, oral commissures and horizontal line at glabella and restylane lyft with lidocaine 1ml (lot 13927) to cheek, nasolabial fold, jowl. 29 gauge needles were used for the injection. Two days later, on (B)(6) 2017, the patient experienced induration (implant site induration) along the lateral aspect of her nose on the same side. No visible hematoma, skin crusting or sloughing. Three days later, on (B)(6) 2016, the patient experienced pain in left eye (eye pain) and anterior chamber ischemia (anterior segment ischaemia). Treatment for the adverse event included hyaluronidase [hyaluronidase] 300 units on (B)(6) 2016, unspecified corneal drops, and hyperbaric treatment at 1.5 atmosphere daily for 2 weeks.

Manufacturer narrative:
Engineering evaluation: the reported events of swelling, induration, embolism are addressed in the label. The events of corneal ulcer, anterior segment ischemia, foreign body in eye and eye pain were likely related to the ischemia; however, these events are more specific than the language in the label. No corrective/preventive actions needed. Manufacturer narrative: lot number was not reported and a batch record review cannot be performed. Pharmacovigilance comment: a causal relationship between the events and the treatment seems possible. The reported events swelling, induration, embolism are addressed in the label. The events of corneal ulcer, anterior segment ischemia, foreign body in eye and eye pain were likely related to the ischemia; however, these events are more specific than the language in the label. The case has been assessed to fulfill the seriousness criteria for reporting to competent authority. Distribution comment: the case report fulfills the criteria for regulatory reporting.

Event description:
(B)(4) is a spontaneous report sent via e-mail on 19-dec-2016 by a physician which refers to a female patient. No information regarding medical history, concomitant medication or history of allergies was provided. The patient had previously received treatment with restylane silk and restylane lyft in (B)(6) 2015 and (B)(6) 2016, respectively. On an unknown date, the patient received treatment with restylane-l 1ml (lot unknown) to nasolabial fold, oral commissures and horizontal line at glabella and restylane lyft with lidocaine 1ml (lot unknown) to cheek, nasolabial fold, jowl. Co-packaged needles were used for the injection. Two days later, the patient experienced pain in left eye (eye pain) and induration (implant site induration) along the lateral aspect of her nose on the same side. No visible hematoma, skin crusting or sloughing. On an unknown date the patient was diagnosed with anterior chamber ischemia (anterior segment ischaemia). On an unknown date, several days after the diagnosis of anterior chamber ischemia(anterior segment ischaemia), the patient experienced a corneal ulcer (ulcerative keratitis). On an unknown date, the patient was seen by an ophthalmologist who saw transient globules (foreign body in eye) in the anterior chamber after hyaluronidase [hyaluronidase] was used to flood the treated areas. The reporting physician stated a retinal specialist estimated the transient globules were 150 microns. The reporting physician stated the fact that the events were delayed suggests compression from swelling (implant site swelling) and the fact that the globules were seen in the anterior chamber suggests true embolus (embolism). Treatment for the adverse event included hyaluronidase [hyaluronidase], unspecified corneal drops, and daily hyperbaric treatment. At the time of the report, all events were completely recovered/resolved, within 19 days.